Event description:
The customer reported that the device, plpul2020, 20/ca ultra nonstick 10ft, was being used during an unknown procedure on (B)(6) 2023 when it was reported, ¿the plume pen arced electricity whilst not in use and burned a hole in the surgical fellow's gown. We replaced the electrode but it happened again. We replaced the entire pen and the problem did not recur.¿. The procedure was completed as planned without any report of delay. There was no report of injury, medical intervention, or hospitalization for the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The customer reported that the device, plpul2020, 20/ca ultra nonstick 10ft, was being used during an unknown procedure on (B)(6) 2023 when it was reported, ¿the plume pen arced electricity whilst not in use and burned a hole in the surgical fellow's gown. We replaced the electrode but it happened again. We replaced the entire pen and the problem did not recur.¿. The procedure was completed as planned without any report of delay. There was no report of injury, medical intervention, or hospitalization for the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Received one plpul2020 in opened original packaging. Lot number was verified. Performed a visual inspection, there were no obvious signs of abnormalities or defects. There was no burning/ charring on the device. Performed a functional inspection using the esu system 7550 (c8406), the device functioned as intended when pressing the cut and coag buttons. The device did not arch when activating the device. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of 11 complaints, regarding 11 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised the following: confirm that all power settings on the generator are appropriate for the procedure being performed. The electrosurgical generator¿s intensity should be set as low as is necessary to achieve the desire effect. The user is also advised that if necessary to remove blade, unplug the pencil, ensure that cam lock is in the lock position, use a surgical clamp and pull blade forward, replace with blade of choice, and confirm that the blade is completely inserted and secure before activating pencil. Never force the blade into the pencil. We will continue to monitor for trends through the complaint system to assure patient safety.